Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the helix of the lead became e xtrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 implantable pacing lead 2012-(B)(6), sedr01 implantable pulse generator (ipg) 2012-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.